Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to verify or duplicate the reported issue. As a precaution the battery pins were replaced. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was unable to confirm that the device inappropriately loss power. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself after charging for defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself after charging for defibrillation. There was no patient use associated with the reported event.